Event description:
It was reported the patient felt a shocking sensation following a fall. The internal neurostimulator (ins) was turned off but the patient still felt intermittent shocking sensations every 10 minutes. X-rays were taken of the patient's sacrum and the lead and ins looked intact. It was reported that the patient fell on her pelvis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v695849, implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, lot# v713674, implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, lot# v621703, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial#(B)(4), product type: programmer. (B)94).